Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was feeling unwell upon waking. She attempted to eat in order to take her prescribed antibiotic (no allegation was made that this was related to a possible dexcom issue), and while seated on a stool in the kitchen, she experienced dizziness and subsequently lost consciousness. The patient was unsure how long she had been unconscious and was unable to recall what the cgm reading would have been at that moment. The patient´s husband called an ambulance and the patient was brought to the hospital. No fingerstick reading was taken by the paramedics according to the patient, but when a fingerstick was taken at the hospital, the cgm reading was 123 mg/dl, and the blood glucose reading was 63 mg/dl. The patient was treated with intravenous glucose and was monitored. The blood glucose levels would have stabilized within 24 hours, but the patient remained hospitalized due to acute diverticulitis. The patient was eventually discharged 3 days after the event. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.